Manufacturer narrative:
This was reported to have occurred between (B)(6) 2018-present. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿slight haze¿ formed in an unspecified quantity of 4000ml exactamix eva tpn bags. This event occurred while compounding the bags with sodium chloride 23.4% and sterile water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition due to the nature of the returned sample photo. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.